Event description:
Approximately four months post index procedure two adverse event reports were received for this patient the first involved exacerbation congestive heart failure/chronic obstructive pulmonary disease. This event was unrelated to the index procedure and device by the reporter of the event. The second event was a repeat pci of the index lesion in the left main using poba.